Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient asked if there are any pelvic health implant¿s where you can have a full body MRI. The patient reported that her implant had not been working for a year and half and she had it removed yesterday (B)(6) 2019 because it was not working and because she needed an MRI. The patient to follow-up with their healthcare provider (hcp). No further complications were anticipated/reported.